Event description:
It is reported that the universal modular electric/battery single trigger handpiece continues to run without being operated. There was no patient harm or delay reported.

Manufacturer narrative:
At the time of the report the product was not returned to the manufacturer. A follow-up medwatch will be submitted once the investigation is complete.